Manufacturer narrative:
(B)(4). A supplemental report will be filed upon completion of the plant investigation.

Event description:
During follow up with a k at home patient, she reported after treatment began, the venous pressure read "0". She attached a new venous line and still had a "0" reading. She then changed the needle and noticed that the blood on the venous side was black. She thought there may have been a crack in the tubing. She returned blood on arterial side and reports blood loss of less than 200cc from venous side. She discarded the tubing. She did not continue treatment that day. The patient set up and ran a treatment the next day (B)(6) 2015) without any problems.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A manufacturing review was performed of the products shipped to the complainant during a three (3) month time frame for lot numbers received. A records review was performed on the sole lot identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A labeling evaluation was performed. No indication of labeling being a contributing factor in the occurrence of this complaint was identified.